Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two pieces, the connector portion measuring 8.6 cm and middle portion measuring 21.9 cm. Final analysis found a full breach outer insulation degradation at 4.5 cm from the connector pin. External insulation abrasions breaching the outer insulation were noted at 9.4 cm to 9.5 cm, 10.0 cm to 10.1 cm, 10.4 cm to 11.0 cm, 11.1 cm to 11.2 cm and 11.4 cm to 11.7 cm proximal to the suture sleeve. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.